Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates after loading multiple cartridges with 280 units. There was no impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to troubleshoot with the customer, however no response was received.